Event description:
Procedure type: lap hernia repair according to the reporter, apiece of plastic was noticed in the surgical cavity when device was removed from the pt. The piece was recovered with no pt injury. No pt details (age weight health history) were available. No pt injury was reported.